Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and rupture.

Event description:
Patient reported left side rupture and melanoma (not related to the device). Additionally, healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, dark ring, creases, and cloudiness in the gel observed after autoclave disinfection process. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment was no openings were observed on the device or issues related with the complaint of rupture. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6.